Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the screwdriver was received with the distal tip broken, missing 2.5mm in length of material. This device was manufactured in july of 2010. The most recent drawings were reviewed and the design and materials were determined to be adequate for the intended use of this screwdriver. The screwdriver that broke is indicated to be used for transconnectors of the universal spine system and not end-caps for pangea; the driver has a hexagonal geometry, whereas the locking cap is for use with t25 stardrive screwdrivers. Part 03.620.003, the stardrive screwdriver shaft, t25 in conjunction with part 03.620.005, ratchet t-handle are indicated for use in removing pangea locking caps. While this complaint is confirmed, it was caused by misuse. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: during a planned implant removal surgery, the screwdriver broke while removing an end cap. The procedure was completed with a same/like product and the procedure was not prolonged. Patient was stable after surgery. This is report 1 of 1 for (B)(4).